Event description:
Health professional reported the patient had been hospitalized several times for "recurrent aspiration pneumonitis, as well as severe chest pain, epigastric distress," including gastric reflux. The physician suspected over-restriction of the band and removed all fluid, however the symptoms persisted. An upper gastrointestinal series was inconclusive, however esophagogastroduodenoscopy was "abnormal," and diagnostic laparoscopy and gastronomy revealed a large intragastric phytobezoar". The bezoar created a "sort of bowel flap mechanism" which would "allow passage of some food around the bezoar," but required band removal for "satisfactory resolution of the problem." The gastric band system was explanted without replacement.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time, therefore no analysis or testing has been done. The reporter of the event stated it was unknown if the device is available for return as it may have been discarded. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested, but no information has been received. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."